Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the units are not alarming due to the power switch not working.